Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. The device was returned for evaluation. The reported unknown failure (link detachment) was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unknown device failure occurred. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.